Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcification shunt. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured in the form of a pinhole at 10atm within several seconds. The device was removed without problem using the usual method. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
E1 - initial reporter city : (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole leak approx. 7mm distal from the proximal markerband. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the returned device.

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcification shunt. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured in the form of a pinhole at 10atm within several seconds. The device was removed without problem using the usual method. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.